Event description:
Presented with continuous pain requiring revision surgery. At operation, sludgey puss-like yellow/grey fluid of copious amounts, no infection present according to microbiology. Lots of dead white/grey tissue - alval. Lots of grey sludgey material found in dead space at back of implant head.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.